Event description:
It was reported that approximately two weeks after completion of a da vinci si hysterectomy procedure, it was discovered during a post-surgical check-up that the patient developed erythema at two of the port site incisions. The affected port sites were located at the upper left and upper right quadrants. Reportedly, a pk dissector instrument was installed in the upper left quadrant port site and a monopolar curved shears (mcs) instrument was installed in the upper right quadrant during the surgical procedure.

Manufacturer narrative:
On (B)(4) 2012, isi contacted the isi clinical sales representative (csr) who reported the event. The csr indicated that he was present during the surgical procedure and that he did not observe arcing from any of the cautery instruments installed during the surgical procedure. The csr also indicated that no malfunction of the site's da vinci si system, instruments or accessories occurred during the surgical procedure. The csr indicated that the surgical procedure took 60 minutes to complete and the patient was positioned in the lithotomy position and that the system was grounded properly. The csr indicated that it is unclear as to when the port site injury occurred and that the erythema experienced by the patient caused some irritation around the port site. The csr indicated that no intervention was required to treat the patient. The csr indicated that he has no additional information concerning the reported event. Additionally, the sterile reprocessing point-of-contact has been contacted for further information. It was stated that the hospital follows isi's cleaning and sterilization protocol step by step, and that additional questions would be answered as soon as approval is obtained from the risk management office. A follow-up MDR will be submitted if additional information is received.